Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from the manufacturer after foam remediation that there is still evidence of foam particulate in the device. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an incorrect serial number on the initial report. The serial number is corrected on this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from the manufacturer after foam remediation that there is still evidence of foam particulate in the device. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, debris which appears to have originated from sources exterior to the unit was found on the blower bellows of the unit. Verified that the particle noted in the bacteria filter that was used during the operation of the unit, originated from sources exterior to the unit. It appears similar to the keratin. Found black debris particles at the edge of the transition tube. These particles at this location would be on the exterior of the flow straightener and would not be in the air flow.